Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a male patient (age unknown), sparks were emitted from the electrode pads. Complainant indicated that the patient sustained a first-degree burn.

Manufacturer narrative:
The product was returned to zoll medical corporation for evaluation. Review of the activity log showed a synchronized cardioversion delivering 300.9j. A significant drop in impedance, from 143 ohms to 103.9 ohms. This suggests poor coupling between electrode pads and the patient's chest. Because the event pads were not returned, the exact cause could not be determined. Zoll defibrillators use a test signal to estimate transthoracic impedance and adjust shock parameter accordingly. However, discrepancies can occur between test impedance and actual shock impedance due to factors like poor electrode contact or patient variability. The instructions for use (IFU) emphasize proper prep and highlight risks (e.g., hair, air bubbles, folding) that can lead to burns or arcing. The device passed all functional testings and is found to be functioning as expected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.